Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that during an arthroscopic biceps tenodesis procedure there were some deployment issues which led to the surgeon going open for remedy. The surgeon was using a competitor's device, an arthrex biotenodesis peek screw to complete the repair; however, the artrex screw cut the tendon; a second arthrex screw was employed and it failed. At this point the surgeon went to a mitek healix advance 4.5mm anchor. The surgeon used a 4.5mm awl to pilot a bone hole; inserted the healix in 3 turns, slid open the suture window, pulled back on the inserter to release the anchor, and the anchor pulled out. They attempted to manually separate the anchor from the shaft; however, they were unable to do so. The surgeon attempted to insert a healix 5.5mm in the same hole, but it also came out of the bone hole. The surgeon attempted to insert an arthrex 6.5mm swivelok and it also pulled out. At this point, there was bone tunnel convergence and the surgeon went open using an arthrix bio composite screw for the fixation. This was successful and the procedure was concluded without further issue. The procedure was extended by over 30 minutes. The facility discarded the complaint device.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report